Event description:
An additional communication was received from the user facility indicating that an incorrect detail was previously provided. It was initially reported that the machine did not alarm. However, it was later reported that the machine did alarm (with a blood leak alert).

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse supervisor reported that an internal dialyzer blood leak occurred within the first minute of a patient¿s hemodialysis (hd) treatment. The nursing staff visually observed the blood leaking in the dialyzer. The machine, a fresenius 4008s, did not alarm. Fresenius bloodlines were also used for the treatment. Blood leak test strips were not used. There was no reported damage or defects identified on the dialyzer. The situation was addressed immediately, and the patient was moved to a different machine. The patient successfully completed their treatment after they were re-setup with new supplies. The patient¿s estimated blood loss (ebl) was approximately 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.